Manufacturer narrative:
The pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion. Reportedly, the customer had been using fiasp insulin within the cartridge and ignored the occlusion alarm. No issues were observed with the cartridge, infusion tubing or cannula at the time of this alarm. Customer experienced elevated blood glucose (bg) level of 400 mg/dl and was subsequently hospitalized. Customer was treated with intravenous insulin and fluids. Customer was released from the hospital one day later with no permanent damage.